Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned to olympus. Therefore, the condition of the device could not be confirmed. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: (1)the device was energized in one of these following situations. (A)the cutting wire is in point contact with tissue. Or they were being close to each other. (B)the cutting wire is in point contact with distal end of endoscope. Or they were being close to each other. 2)an electrical discharge occurred in the cutting wire, and the cutting wire became hot instantly. 3)the cutting wire was broken. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use (IFU) which states: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 2-lumen sphincterotome's cutting wire was broken. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. The intended procedure was completed with a similar device. The procedure was delayed while the patient was under propofol sedation. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.